Event description:
PICC dressing found to be saturated; upon dressing removal, the site was moist and when flushed it was actively leaking.

Manufacturer narrative:
An investigation has been initiated. A visual examination of the device revealed a hole in the 23g lumen between the 2 and 3cm marks that leaks when the device is flushed. When the investigation is complete a supplemental report will be submitted.